Manufacturer narrative:
(B)(4).

Event description:
It was reported that: (B)(6) 2023, the swg was found to be kinked prior to use on the patient. There was no patient involvement.

Manufacturer narrative:
Qn # (B)(4). The customer returned one opened arterial kit for analysis. No definite signs-of-use were observed. Visual inspection of the returned sample did not reveal any defects or anomalies on the returned guide wire or cannula. No evidence of kinking was observed. Functional inspection of the returned device was performed per the instructions-for-use (IFU) provided with the kit which states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. When the reference mark on the clear feed tube coincides with the edge of the internal cylinder of the guidewire handle the tip of the guidewire is located at the needle tip." The guide wire was inserted through the returned needle. No resistance was encountered as the guide wire passed completely through the cannula. Therefore, the device functioned as expected. The customer report of a kinked guide wire could not be confirmed through investigation of the returned sample. The returned device contained a guide wire with no visual evidence of kinking or damage. The guide wire also passed relevant dimensional and functional requirements during lab testing of the device. A device history record review revealed no relevant findings to suggest a manufacturing related cause. Based on the customer report and evaluation of the sample received, no problem was found. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: 13 oct 2023, the swg was found to be kinked prior to use on the patient. There was no patient involvement.

Event description:
It was reported that: 13 oct 2023, the swg was found to be kinked prior to use on the patient. There was no patient involvement.

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.